Event description:
It was reported that the pump did not alarm. Continuous infusion rate was 2 ml/hour. Total reservoir volume was 92 ml. Given was 34 ml. Air detector and upstream sensor were off. Length of infusion: 46 hours intended (17 hours received). Lock level: 2. A cstd was used to fill cassette. Cstd manufacturer: ICU medical. The pump was not used to prime the extension tubing and the method that was used way syringe. Patient was not medically affected. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.